Event description:
It was reported that a proultra endo tip separated in a patient's mouth during a procedure. The separated peice was retrieved without sequela.

Manufacturer narrative:
In this incident, a proultra tip #5 separated in a patient's mouth. Though the separated tip was retrieved and there was no report of patient injury, there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). The device was returned, visually inspected, and found to have separated approx 18 mm from the bend. The ultrasonic unit's power setting used was higher than recommended for the tip involved, the likely cause of the event.